Event description:
Revision surgery- the patient fell and broke their arm. The fracture was more distal than the distal tip of the primary stem. The surgeon revised the patient with a revision humeral stem, head, and neck.

Manufacturer narrative:
The reason for this revision surgery was to remedy a fractured bone after 1.9 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. (B)(4). This is the first complaint for this lot number. The root cause for the fracture was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product.